Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and was difficult to press. It was also reported that once the display powered on, the customer was unable to turn the pump screen off. The customer's blood glucose level was 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.